Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as irritation on her back under the therapy pads that looks like heat rash. The patient stated they do have a history of sensitive skin and /or nickel allergy. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed triamcinolone acetonide 1%. For the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.